Event description:
In 2004, the pt's spouse contacted lifescan alleging that the pt's one touch basic enhanced meter has missing segments in the display. The medical affairs specialist spoke with the pt's spouse the next day. The spouse stated that the pt had not been able to get a reading on the reported meter for 2 to 3 weeks. Spouse had replaced the meter batteries, but the meter still did not operate correctly. The pt usually takes humalog 75/25 insulin 20 to 25 units in the morning and 15 to 20 units at night, dependent on their meter results. Pt also takes add'l rapid acting insulin for blood glucose results greater than 250 mg/dl. During the time that pt was unable to obtain meter results, pt did not take as much insulin as usual because pt was not able to check their blood glucose level and was "afraid" of having hypoglycemia. Approx 2 weeks ago, pt felt symptoms of hunger and thirst. Pt was also having breathing difficulty. Pt went to the ER. A result in the 300 mg/dl range was obtained on the hosp device. Pt was admitted to the hosp and treated for diabetes, asthma, and pneumonitis. Pt was discharged to home in 2004. The customer care rep (ccr) confirmed that the meter display had missing segments. Based on the missing segments issue, there is an indication that the product malfunctioned. As the pt was unable to obtain results on the meter, pt was not able to take insulin per their ordered regimen. Pt developed hyperglycemia and required hospitalization for treatment of diabetes, asthma, and pneumonitis. Therefore, the product malfunction contributed to the pt experiencing injury and medical intervention. The event meets the criteria for a medical device reportable as an adverse event. The meter, test strips, and control solution were replaced.